Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had been experiencing high blood glucose levels for several days leading up to the call. Customer reported having a blood glucose level of 578 mg/dl several days prior to the call. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level was 239 mg/dl at the time of the call. No further information was provided.